Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdzs0044 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported after the indwelling needle is placed, the infusion is not smooth, and the needle is found to be bent. Stop using the indwelling needle immediately and notify the equipment department. At the same time, replace the other indwelling needle and use it normally.